Event description:
It was reported that the patient stated that sometimes stimulator would ¿blow you to pieces¿ and gave too much stimulation. This started 3 days prior to the report. It was reviewed with the patient that they did have a sensor device which could deliver different amplitudes based on position. It was stated that the patient felt this was an antenna issue, even though it was stated not to be a symptom of an antenna issue. Additional information was requested, if received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).